Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2025: 587 mg/dl and155 mg/dl. On (B)(6) 2025, following results were obtained within 15 minutes : 578 mg/dl, 393 mg/dl, 486 mg/dl, and 218 mg/dl.